Event description:
It was reported that the physician's handheld serial cable has to be manipulated at the base of the handheld in order to work. It was reported that it is unclear when the issue was first observed. A replacement serial cable was provided to the physician and the nonfunctional serial cable was returned for analysis. Analysis of the serial cable is underway, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the returned handheld serial cable was completed. It was identified that the serial cable had an open electrical connection in the power plug wire. The cause for the open connection is unknown and could not be identified during the analysis.